Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced. The system functions as intended.

Event description:
The customer reported that the system locked up. No pt injury was reported.